Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patient was not getting adequate pain relief. The patient underwent an ipg replacement procedure. The explanted ipg was not returned to bsn.